Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported the pd patient was released from the hospital on (B)(6) 2018. The patient contact stated while the patient was hospitalized he completed dialysis but saw fibrin in the patient drain. The caller stated they did not add medication to the patient solution bags. Additional follow-up was made with the pd patient's clinic regitsrsr nurse (rn), who stated the patient had been hospitalized sometime in early march 2018 due to a gastrointestinal bleed. She was unable to provide the exact date of admission at the time of the call. The pdrn stated the patient was discharged from the hospital on (B)(6) 2018 and was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. Per pdrn the bleed was unrelated to use of cycler or delflex solution. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2018 the point of contact for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service and stated he was recently hospitalized for an issue unrelated to dialysis. During a follow-up call on 04/04/2018, the peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized in early (B)(6) 2018 due to a gastrointestinal bleed. The pdrn stated the event(s) were unrelated to the use of the liberty select cycler and/or delflex solution, and agreed to provide the discharge summary for review. The pdrn reported the patient was discharged on (B)(6) 2018 (initially reported incorrectly, the medical records indicate a discharge date of (B)(6) 2018) and has continued performing ccpd for rrt post hospitalization. The discharge summary from peninsula regional medical center (prmc) was received on (B)(6) 2018 and revealed the patient presented to the emergency room (ER) at agh (hospital abbreviation unknown) on (B)(6) 2018 after a ¿near¿ syncopal episode and was found to be anemic (labs unknown), hypotensive (result unknown) and bradycardic (rate unknown). Upon arrival to the agh ER, the patient was intubated (specifics unknown), and due to the bradycardia (rate unknown), an external pacemaker was placed. The patient was taken to the cardiac catheterization lab (cath lab) where the patient became pulseless and cardiopulmonary resuscitative (CPR) measures were successfully performed with the return of spontaneous circulation (rosc). The discharge summary indicates the patient was noted to be in complete heart block, and was again taken to the cath lab at agh and experienced a second pulseless event (details unknown) which lasted only a few seconds. The patient was found to have a ¿thoroughly¿ occluded right coronary artery (rca). The patient¿s bradycardia resolved (details unknown) and the patient was noted to be hyperkalemic (k+ = 7.9), which was thought to be the cause of these event(s). The patient was then transferred from agh to prmc, however the details surrounding the transfer were unknown. Upon arrival to prmc the patient was extubated. The patient was complaining of abdominal pain (severity unknown) during admission, therefore peritoneal effluent fluid studies were obtained (date unknown) which revealed an elevated white blood cell (wbc) count of 1,286 (value unknown). The patient was initially given intraperitoneal (ip) vancomycin (dosage, frequency and duration unknown) and gentamycin (dosage, frequency and duration unknown). However, once the results were obtained, the gentamycin was discontinued and zosyn (route, dosage, frequency and duration unknown) was added. The discharge summary indicates the antibiotic regimen was effective, as evidenced by the decrease of the wbc count [42 (value unknown) at time of discharge], improvement of abdominal pain and the cultures all remained negative. The patient received packed red blood cells (prbc¿s) during the hospitalization to address his anemia, however it was unknown how many were administered. The patient was advised to remain hospitalized, however insisted on being discharged. The patient was discharged on ip vancomycin (dosage, frequency and duration unknown) for presumed culture negative peritonitis. It was unknown what mode of rrt therapy was performed during the hospitalization, or if any fresenius device(s) or product(s) were utilized.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On 03/21/2018 the point of contact for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service and stated he was recently hospitalized for an issue unrelated to dialysis. During a follow-up call on 04/04/2018, the peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized in early march 2018 due to a gastrointestinal bleed. The pdrn stated the event(s) were unrelated to the use of the liberty select cycler and/or delflex solution, and agreed to provide the discharge summary for review. The pdrn reported the patient was discharged on 03/20/2018 (initially reported incorrectly, the medical records indicate a discharge date of 03/16/2018) and has continued performing ccpd for rrt post hospitalization. The discharge summary from peninsula regional medical center (prmc) was received on 04/05/2018 and revealed the patient presented to the emergency room (ER) at agh (hospital abbreviation unknown) on 03/04/2018 after a ¿near¿ syncopal episode and was found to be anemic (labs unknown), hypotensive (result unknown) and bradycardic (rate unknown). Upon arrival to the agh ER, the patient was intubated (specifics unknown), and due to the bradycardia (rate unknown), an external pacemaker was placed. The patient was taken to the cardiac catheterization lab (cath lab) where the patient became pulseless and cardiopulmonary resuscitative (CPR) measures were successfully performed with the return of spontaneous circulation (rosc). The discharge summary indicates the patient was noted to be in complete heart block, and was again taken to the cath lab at agh and experienced a second pulseless event (details unknown) which lasted only a few seconds. The patient was found to have a ¿thoroughly¿ occluded right coronary artery (rca). The patient¿s bradycardia resolved (details unknown) and the patient was noted to be hyperkalemic (k+ = 7.9), which was thought to be the cause of these event(s). The patient was then transferred from agh to prmc, however the details surrounding the transfer were unknown. Upon arrival to prmc the patient was extubated. The patient was complaining of abdominal pain (severity unknown) during admission, therefore peritoneal effluent fluid studies were obtained (date unknown) which revealed an elevated white blood cell (wbc) count of 1,286 (value unknown). The patient was initially given intraperitoneal (ip) vancomycin (dosage, frequency and duration unknown) and gentamycin (dosage, frequency and duration unknown). However, once the results were obtained, the gentamycin was discontinued and zosyn (route, dosage, frequency and duration unknown) was added. The discharge summary indicates the antibiotic regimen was effective, as evidenced by the decrease of the wbc count [42 (value unknown) at time of discharge], improvement of abdominal pain and the cultures all remained negative. The patient received packed red blood cells (prbc¿s) during the hospitalization to address his anemia, however it was unknown how many were administered. The patient was advised to remain hospitalized, however insisted on being discharged. The patient was discharged on ip vancomycin (dosage, frequency and duration unknown) for presumed culture negative peritonitis. It was unknown what mode of rrt therapy was performed during the hospitalization, or if any fresenius device(s) or product(s) were utilized.

Manufacturer narrative:
Date of event: (B)(6) 2018 corrected patient codes: removed c26791 - hemorrhage, c50470 - blood loss conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of abdominal pain and subsequent diagnosis of peritonitis which required antibiotic therapy. However, based on the information available the etiology of the abdominal pain and peritonitis is unknown, thus causality cannot fully be determined. There is no evidence or documentation in the file which establishes a causal relationship between the abdominal pain, peritonitis and the liberty select cycler. There is no report of a malfunction or leak associated to this event. It is known that peritoneal dialysis is associated with a high risk of infection. It is possible a temporal relationship also exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse events of fainting, hypotension, bradycardia and cardiac arrest. However it is unknown when ccpd therapy was last performed, as it related to these event(s). Based on the information available, the patient arrived to the hospital in a hyperkalemic (k+ = 7.9) state and required cardiac catheterization which revealed a thoroughly occluded rca. The discharge summary states the hyperkalemia was the causal factor resulting in the fainting, hypotension, bradycardia and subsequent cardiac arrest experienced by the patient. There is no evidence or documentation in the file which implies a causal relationship exists between the event(s) of fainting, hypotension, bradycardia, cardiac arrest and the liberty select cycler. There is no report of a malfunction or leak associated to this event.